Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error, failed battery test as well as keypad was unresponsive. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. Customer was unable to rewind the insulin pump. Customer informed that insulin pump was not exposed to high magnetic field and drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test and motor error alarm due to buttons not responding. Motor passed motor test.